Event description:
It was reported that during an implant attempt, the helix got caught on the heart tissue and began to unravel. The helix could not be retracted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and analysis revealed the helix was distorted/bent. There was blood in/on the helix mechanism and the lead was damaged at implant.